Event description:
The customer reported an issue with his freestyle blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported the following symptoms: "feeling sick and experienced chest pain". He went to the emergency room of the (B)(6) medical center. It is unk what treatment was rendered to ameliorate the customer's symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(4). The product has been requested for investigation. A f/u report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.